Event description:
New information received indicates that the device was able to pair to the mobile application.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited bluetooth communication problem. No intervention was performed. No patient consequences.